Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered appropriate anti-tachycardia pacing and shock in relation to the device programming re-detection parameters but the local area sales representative had questioned the timing of the atp bursts that occurred. The patient's potentially dueling arrhythmias had accelerated into the ventricular tachycardia (vt) zone wherein the arrhythmias were maintained, then entered into re-detection once the programmed duration had timed out. The patient's arrhythmic state had the device toggling between vt-1 and vt zones, when the rhythm would break and re-detection would start over again. Ultimately, a 41 joules shock was delivered because the patient's rhythm had maintained 6 of 10 fast criterion in the vt zone, and then met criterion in reconfirmation. There was no exhaustion of rescue therapy. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Technical services discussed programming and device behavior. When programmed with a monitor only vt-1 zone in a 3-zone configuration, a cognis/teligen device does not always allow programmed detection enhancements to inhibit therapy for a rhythm for which the detection enhancements should not allow the device to treat, and therapy is provided. This occurs when the device enters redetection after a no-therapy attempt in the mo zone and the heart rate accelerates into the vt zone. Detection enhancements are not applied in redetection. No further information is expected at this time.